Event description:
The patient's wife reported that the patient's blood glucose was measuring "hi" (over 500 mg/dl) on his blood glucose monitor. She stated that she needed assistance in priming a new infusion set because she noticed that the infusion set he was currently using was bent and he was not receiving insulin. The caller then stated that the patient had a seizure this morning in 2007. She stated that the patient has narcolepsy and "when he goes low, he has seizures." The caller stated that the seizure may have been caused by a low "but he hasn't had a low in a really long time." She then stated that the seizure may have been caused by a migraine that the patient has complained of "for days". The wife was treating the patient with insulin injections to lower his blood glucose. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.